Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Additionally, a review of the complaint history could not be performed due to unknown lot information. Based on the information reviewed, the cause for the reported single leaflet device attachment (slda) could not be determined. The mitral regurgitation (mr) and tissue damage appear to be outcomes of the slda, and mr and tissue damage are included in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. The unrelated patient death was due to thromboembolic cerebral stroke as the patient suffered a thromboembolic cerebral stroke and died 6 days later, not related to the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date of event: dates estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Literature attachment. Article title ¿ impact of mitracliptm therapy on secondary mitral valve surgery in patients at high surgical risk¿. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mitral regurgitation, tissue damage, single leaflet device attachment/slda, surgical intervention, prolonged hospitalization. It was reported in an article review that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. It was noted status post stanford type-a aortic dissection and replacement of the ascending aorta and hemiarch 21 years earlier, and markedly reduced left ventricular function. Two clips were successfully deployed, reducing mr. The patient remained hospitalized due to slow cardiac recompensating and recurrent pleural effusions which was treated with repeated drainage. Approximately 16 days later, imaging showed increased mr with an eccentric jet from posterior mitral leaflet, indicating one of the clips became detached from one leaflet, but remained attached from the other leaflet (single leaflet device attachment/slda). Furthermore, there was extensive damage to the posterior mitral leaflet and a large l-shaped cleft was present along the edge, lateral across the two implanted clips. Therefore, the patient was treated through mitral valve replacement. Then post-surgery, the patient suffered aggravation of pre-existing renal insufficiency and underwent hemodialysis temporarily, as well as sigmoid diverticulitis and acute pancreatitis. The patient was re-admitted to the intensive care unit. The patient suffered a thromboembolic cerebral stroke and died 6 days later, not related to the clip. No additional information was provided.